Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient was hospitalized with diabetic ketoacidosis. The patient changed her infusion site to the gluteus earlier that day; she could not confirm the type of infusion set she had been using. At 10:00am her blood glucose level was 516 mg/dl and she was vomiting. She then bolused 10 units of insulin. She looked at the cannula and saw it was crooked. She checked her blood glucose level again around 2:00-4:00pm and it was 456 mg/dl and she bolused 15 units of insulin. Around 5:00pm she was still vomiting and her blood glucose level was 503 mg/dl. She does not recall what treatment she received at the hospital. The infusion device and accessories were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Additional device info: it was unknown what type of infusion set the patient was using, therefore, the manufacturing site is also not known.